Manufacturer narrative:
H6-the device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
The device was returned to the manufacturer for analysis by the funeral director. Details and cause of the patient's death are unknown to us as of the date of this report. A follow-up report will be sent when additional information becomes available to us.